Manufacturer narrative:
The reported failure of evt_tpy_held_in_bm is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo, o2, international device was returned to a third-party service center for evaluation due to an alarm requesting service. There was no allegation of patient harm. The device was not in patient use. During the evaluation, error evt_tpy_held_in_bm (error code 156) was found in the device error code log and the system printed circuit assembly (pca) was replaced to address the error. Additionally, error evt_internal_batt_not_detected (error code 46) was found in the device error code log. However, error code 46 could not be replicated, and the internal battery was found to be functioning correctly. The particulate and air inlet foam filters have been replaced and the internal/external inspection of the device found no cosmetic damaged. At the completion of the evaluation and rework, the device passed all testing.